Manufacturer narrative:
During inspection of the alinity c processing module, sn (B)(6) , service determined the ict pinch valve pn c-35016640-01 and the 1ml syringe list number 09d41-03 were the likely causes and required replacement. A review of the service history for the (B)(6) identified no contributing factors to the customer issue. There have been no further occurrences of discrepant results after the ict pinch valve pn c-35016640-01 and the 1ml syringe list number 09d41-03 were replaced. Tracking and trending was reviewed for the alinity c processing module and no systemic issue or trend associated with discrepant results was identified. Tracking and trending for the likely cause parts was reviewed and did not identify any trends for the ict pinch valve or the 1ml syringe. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the ict pinch valve,1ml syringe, or the alinity c processing module.

Manufacturer narrative:
Name and address: address line 2: (B)(6). All available patient information was included. Additional patient information was not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium results were generated while processing on the alinity c processing module, sn (B)(4). The customer stated they would get a low sodium result that was below the reference range, and when repeated, the result was normal. No specific patient data was provided. On (B)(6) 2020, the customer provided data on a sample that was processed and generated falsely depressed sodium results. The customer stated on (B)(6) 2020, sid (B)(6) generated an initial result of 116 mmol/l, with a repeat result of 139 mmol/l. (Normal range: 136 to 145 mmol/l). There was no reported impact to patient management.